Event description:
When our technician was priming a bag of saline with baxter IV tubing 2r8480 attached she noticed drops of fluid on compounding deck. Upon investigation the tubing was found to be leaking below the drip chamber.